Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level of 345 mg/dl. The customer was treated with manual injection for high blood glucose values. The insulin pump of the customer had blank display. The customer removed the battery, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery but the insulin pump did not turn on. Troubleshooting was not performed and the device is expected to be returned for analysis.